Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, the right atrial lead was capped and replaced on 09/30/15. The right atrial lead had exhibited noise since (B)(6) 2015. The lead had also exhibited low impedance since (B)(6) 2015, at the time the device was reprogrammed. The patient was in stable condition post surgery.

Event description:
New information reported stated that the lead had also exhibited oversensing.